Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had a "false positive" result. Customer reported that they are receiving n1 false positive on covid runs. Customer reswabbed two patient with the n1 positive results and the following day, the reswabbed samples were negative. Customer performed deep cleaning and have been performing monthly environmental monitoring as recommended. Customer performed deep cleaning inside the instrument and near the pipettors after the first em run and performed a small test with passing results. Customer performed a run of patient sample, but the negative control was positive. Customer performed additional deep cleaning, but still had discrepant results. Field service was dispatched. Field service removed the covers and cleaned the internal. Field service removed the readers and cleaned with alcohol. Field service removed both heater mux cover and cleaned both the cover and heater mux with alcohol. Field service cleaned all nozzles and all surface beneath the cover, inside and outside the instrument. Field service performed a qualification run and returned the instrument to the customer. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Sample analysis consisted of database review. Review of the database shows late, true, low-level amplification, indicating potential contamination. Lane a3 and a7 had most of the late, true, low-level amplification, which trends toward pump #3. Pump #3 was not replaced, but the nozzles was cleaned by field service. Root cause cannot be determined with the information provided. Complaint is unconfirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, two false positive results were obtained. Repeat testing was performed, and the results were negative. There was no indication that erroneous results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: n1 false positives on covid runs.

Event description:
It was reported that while testing with the bd max¿ system, bd max¿ instrument, two false positive results were obtained. Repeat testing was performed, and the results were negative. There was no indication that erroneous results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: n1 false positives on covid runs.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.